Event description:
After the implant of essure, I started having excessive / abnormal bleeding, multiple infections, pelvic pain/discomfort, lower abdomen pain / discomfort and tenderness to touch. Legs hurt/ache, metallic taste in mouth, migraines, bruising, lower back pain/discomfort, and tingling / numbness in hands and arms.